Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis and later died. The cause of the peritonitis was unknown. The event was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics (drug names, doses, frequencies, and routes not reported). That same day, dianeal therapy was discontinued. The following day (also reported as "within a few hours of being hospitalized), the patient died. The cause of death was unknown and an autopsy was not performed. No additional information is available.